Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. To treat bg level, the customer consumed carbohydrates and glucose tablets. Additionally, the customer reported an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units of insulin. The contact did not know the customer's blood glucose level; however, there was no reported impact to the customer's blood glucose level due to the event. Tandem technical support reviewed pump history and verified that the pump was not over-delivering insulin. The customer declined to troubleshoot and declined further follow-up, and was satisfied with the information.

Manufacturer narrative:
Review of the pump data log book by tandem quality engineer showed that the pump logs do not indicate that the insulin pump caused the blood glucose (bg) levels to decrease. There is no evidence that the insulin pump experienced a malfunction or failure.